Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information was received that indicates that the product was not implicated in the event. Therefore mw# 2210968-2013-11108 will be voided.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and straps were implanted. The patient developed a recurrent hernia around (B)(6) 2013. During a laparoscope, the surgeon noted adhesions and lack of tissue in-growth. The mesh also had significant shrinkage. A revision surgery was done, at which time the adhesions were lysed and the mesh was removed. The defect was repaired using a parietex composite mesh.